Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the blood glucose was high. The customer's blood glucose was 502mg/dl at the time of incident. The customer reported that last week on thursday was having issues with sets and supply company was supposed to get a courtesy box but has not received it. Customer also had a bent cannula and her blood glucose went high. Customer has to leave in about an hour and has very little time. Customer declined high blood glucose troubleshooting and bent cannula troubleshooting. The insulin pump will not be returned for analysis.